Manufacturer narrative:
(B)(4) date sent: 9/9/2016. Batch # (B)(4). The analysis results found that the er320 device was returned with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be with no damage. In addition, 8 conforming clips and 2 unformed clips and 1 malformed clip were received in a plastic bag. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining 7 clips as intended. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy, the clips ejected. No clips were left inside the patient. The device was used on the cystic artery. Another device was used to complete the case. There were no adverse consequences to the patient.